Manufacturer narrative:
(B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the a 4.0mm cannulated screwdriver tip broke while tightening a 7.3mm screw in the pelvis. The surgeon compensated and adapted to complete the procedure. After a delay of approximately fifteen minutes the pieces were removed. The pieces of the broken tip were sucked into the suction canister and not retrieved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is no longer expected to be returned for manufacturer. Review/investigation. Part 314.05, lot 4705880: release to warehouse date: january 12, 2004. Supplier: synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.